Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed a case gap at the opening where the charge-pak assembly inserts the device, higher than the gap allowance. This allowed the charge-pak assembly to become loose during shipment which caused the device to log 22 hours of total on-time, depleting the internal hlc batteries. The customer received a replacement device.

Event description:
The customer reported that when they received their new device, the charge-pak assembly was only partially inserted. When the charge-pak was pushed in completely, the device displayed an attention icon and a charge-pak icon and the internal batteries did not appear to charge back up after the charge-pak was inserted. After an evaluation of the device by physio-control, it was observed that the internal hlc batteries had been completely depleted. With depleted internal hlc batteries, the device would likely not have sufficient power to deliver defibrillation energy to a patient, if needed. There was no patient use associated with the reported failure.